Event description:
The customer reported to olympus that the gastrointestinal videoscope's angulation was reduced. The issue was found during preparation for use for a diagnostic procedure, which was completed with similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the suction cylinder. In addition to the reportable malfunction, the following were noted: switch 1 was deformed; the angulation in the up direction was out of standards and the gap on the upward/downward angulation knob was out of standards due to the worn angle-wire; the bending section cover adhesive was broken; the charged coupled device lens and the connecting tube protector had scratches; the light guide bundle was abnormal; the light guide lens was broken; the universal cord was corrugated; water tightness was lost due to the cut the bending section cover; there was corrosion from scope connector cover unit due to the leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage from the bending section cover (a-rubber) by the scratches. The leakage was presumed to have occurred from the noted scratches - a further cause of the scratches could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.